Manufacturer narrative:
This device is not cleared for use in or marketed within the us. It is a similar product to those cleared by k111301 under product code nkb. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2018-00029 thru 3003853072-2018-00031.

Event description:
It was reported that two final driver shafts broke during blocker installation and one transverse connector broke while being installed during surgery. The procedure was completed using an alternative blocker driver to tighten the blockers by hand along with an alternative transverse connector. The was a delay greater than 30 minutes associated with this event, but there were no reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
Lot number: 41759, e62017, and 19184. The returned connector has subcomponents which are from three different lots. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that two final driver shafts broke during blocker installation and one transverse connector broke while being installed during surgery. The procedure was completed using an alternative blocker driver to tighten the blockers by hand along with an alternative transverse connector. The was a delay greater than 30 minutes associated with this event, but there were no reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
The returned connector components were evaluated. There were no problems detected on the rod. One hook has a screw which is broken. The other hook has a screw which has been assembled upside down. The cause of the screw being assembled upside down is likely attributed to the user backing the screw all the way out of the assembly and attempting to reassemble it. Reassembly also can lead to screw breakage. The labeling was reviewed and found to contain instructions regarding proper device usage, including warning against removing the screws and trying to reinstall them. A review of the dhrs did not identify any manufacturing issues which would have contributed to this event.